Event description:
Health professional reported that after injection with 0.5ml of juvederm ultra plus with lidocaine the pt presented with "necrosis on injection site (nose tip) three days after injection. For 2 weeks, the pt had been treated with dressing and injected antibiotic, steroid and hyalase (1500iu)." The symptoms have resolved.

Manufacturer narrative:
Medwatch sent to the FDA on (B)(6) 2012. Device eval: the documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and sterility test are registered as conforming. The attributability is then impossible to determined.